Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. The reporter alleged the "buttons were sticking/getting stuck". There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 19-jan-2018 with the following findings: the keypad cover was undamaged and all keypad buttons were responsive. The keypad cover was opened; no contaminants were found under the contacts. The pump was opened and no intermittent conditions were observed on the keypad flex connector. Investigators were unable to duplicate the unresponsive keypad complaint. Unrelated to the original complaint, the display was dim with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.